Manufacturer narrative:
(B)(4). Physio-control performed a clinical evaluation on the reported issue which determined that there was insufficient information data available to determine the impact of the device use. Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy cable assembly was further evaluated in the failure analysis center. It was observed through an x-ray evaluation that the apex and sternum cables are both visually damaged and open.

Event description:
The customer reported that during a patient event, their device would not recognize the connection to the patient using the defibrillation therapy electrodes. The device would continually prompt "connect electrodes". After multiple attempts at changing out the defibrillation therapy electrodes, the device was still unsuccessful at recognizing the patient connection. The customer did not state that a back up device was used during the event, following the reported issue. The patient was not resuscitated. Patient identifier: (B)(6).